Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: per rep, 400 series light cables going into standby and flickering intermittently the probable root cause/s could be a damaged contact ring on the light source, not fully seated light cable, an issue with the light source. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.